Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was bilateral arteriotomy closure of the right common femoral artery (rcfa) using a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the device held at a little lower than 45-degree angle when a cuff miss occurred, the suture was not present when the plunger was removed on the rcfa. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.